Event description:
The company was informed that the pt's device has migrated. The device's electrode array was reportedly visible through the pt's skin. Surgery to revise the pt's device has been scheduled.